Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported that on (B)(6) 2017 customer experienced bleeding and pain after an adc freestyle libre sensor was inserted and then removed. Caller further reported that on (B)(6) 2017 customer went to a hospital because the insertion site was notable for the presence of redness and was swollen. Caller further reported the healthcare provider at the hospital believed there was a ¿foreign object inserted into the microvascular¿. The hcp noted there wasn¿t any infection, but treated the customer with an unspecified antibtiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. The adhesive was not returned, however extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. No malfunction or product deficiency was identified.

Event description:
Customer¿s son reported that on (B)(6) 2017 customer experienced bleeding and pain after an adc freestyle libre sensor was inserted and then removed. Caller further reported that on (B)(6) 2017 customer went to a hospital because the insertion site was notable for the presence of redness and was swollen. Caller further reported the healthcare provider at the hospital believed there was a ¿foreign object inserted into the microvascular¿. The hcp noted there wasn¿t any infection, but treated the customer with an unspecified antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s son reported that on (B)(6) 2017 customer experienced bleeding and pain after an adc freestyle libre sensor was inserted and then removed. Caller further reported that on (B)(6) 2017 customer went to a hospital because the insertion site was notable for the presence of redness and was swollen. Caller further reported the healthcare provider at the hospital believed there was a ¿foreign object inserted into the microvascular¿. The hcp noted there wasn¿t any infection, but treated the customer with an unspecified antibtiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.